Manufacturer narrative:
Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification the device was not released to edwards for evaluation. Therefore, the root cause for the calcification, degeneration, and stenosis remains indeterminable. However, it is likely that patient related factors and progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 27mm aortic valve was explanted after an implant duration of 11 years, 1 month due to valve degeneration with aortic stenosis, moderate thickening, severe leaflet calcification. Per obtained medical records, worsening shortness of breath and was found to have a stenotic bioprosthetic valve. Upon explant, the aortic valve was inspected and noted to have severe calcification of the leaflets. An 27mm valve was implanted was implanted in replacement. The patient tolerated the procedure well without complications and was transferred to the ICU in stable condition. The patient was discharged in stable condition on post-operative day five.